Event description:
The device was used during an unknown procedure. It was reported by the affiliate that the clips were malformed. There was no pt consequence.

Manufacturer narrative:
Damaged feedbar tips would not allow proper connection to the cam follower. The product complaint analysis team has completed its investigation. The results of the investigation conducted by the appropriate engineers and tech are listed below. Visual inspections & results: applier condition, good; applier date code, 1137; cartridge condition, damaged feedbar t; cartridge date code, 1137; clips remaining, 13; drive screw, good and jaw condition, good. Functional tests & results: clip feed and form properly, could not test and does instrument cycle, yes (applier). Analysis conclusion: based upon the inquiry info received and the visual examination, it was concluded that the reported incident during surgery may have been due to damaged feedbar tips. The applier was received in good physical condition. The cartridge was received with the tips of the feedbar delaminated and out of the jaw tracks. The cartridge reload could not be tested due to the damage to the feedbar tips and no conclusion could be reached on how this damaged occurred. A test cartridge was loaded onto the applier and was cycled, fired, and properly formed 3 clips without incident. Each instrument is evaluated during the assembly process to ensure that it functions properly. If the feedbar is pulled back too far before assembling onto the instrument, the feedbar will not connect to the cam follower and the applier will not feed the clips. Co strives to understand each incident as it occurs in order to continuously improve co's products.